Event description:
It was noted when a patient came into the operating room for a generator replacement surgery, that their vns was at unintended settings. Pre-op interrogation on the 102r indicated settings of 1.0 ma/ 20 hz/ 500 usec/ 30 sec/ 60 min/ 1.0 ma/ 30 sec/ 500 usec/ yes. The settings were likely from a previous interrupted system diagnostic test. Good faith attempts are underway for further details about the reported event.

Manufacturer narrative:
Review of patient interrogated settings.

Event description:
Good faith attempts have been made and thus far no further information has been attained.